Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had summit stem pressfit with pinnacle ultamet. Proximal resorption appearance of swelling and suspected painful reaction to metal on metal. Surgeon found a blackish joint fluid under pressure, head was removed and evidence of trunionosis-blackened taper. Stem was well fixed and liner became wedged and cup had to removed. Metallosis was also noted. A 35 minutes surgical delay. Doi - 12 years ago, dor - (B)(6) 2018, right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.